Event description:
The complainant alleged while defibrillating a pt (age and gender unk), the device intermittently would not display a ECG signal using electrodes. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.